Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Images of the stent fracture was received. An abbott vascular medical affairs expert reviewed the details of the case and the angiographic images provided. Absolute pro stents (x2) were noted to have stent fractures. A single non dynamic image was sent with the review showing a picture of a stent. The image was not of high resolution. From the image provided it cannot be confirmed that there is a fracture within the stent struts. Multiple angle images of the stent would be helpful in determining any stent fractures as well as sending of the actual stents themselves. In conclusion, I could not confirm or deny a stent fracture from the single image provided in the report. Based on the information provided, a definitive cause for the reported stent fracture could not be determined. It may be possible that the open cell stent design of the absolute pro may give the appearance of a stent fracture; however, this could not be confirmed. The additional medical intervention was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other absolute pro vascular stent referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery that was heavily calcified. An absolute pro vascular was deployed but a stent fracture was observed. Another absolute pro vascular stent was deployed but another stent fracture was observed. There was additional disease to treat so a third absolute pro was successfully deployed. A non-abbott stent was then deployed to cover the fractures of the first two stents that were deployed to complete the procedure. The patient is fine with no adverse patient sequela and no clinically significant delay. No additional information was provided.